Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system evaluation. Analysis of the system by the fse indicates that there are no known system issues contributing to the discordant low immulite 2000 ipth test results. The instrument is performing within specifications.

Event description:
Discordant low immulite 2000 ipth assay results were obtained by the customer questioned when compared to the patient's historical and repeat test results. There was no known report of patient treatment being altered or adverse health consequences due to the low discordant ipth assay results.

Event description:
Discordant low immulite 2000 ipth assay results were obtained by the customer questioned when compared to the patient's historical and repeat test results. There was no known report of patient treatment being altered or adverse health consequences due to the low discordant ipth assay results.

Event description:
Discordant low immulite 2000 ipth assay results were obtained by the customer questioned when compared to the patient's historical and repeat test results. There was no known report of patient treatment being altered or adverse health consequences due to the low discordant ipth assay results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system evaluation. Analysis of the system by the fse indicates that there are no known system issues contributing to the discordant low immulite 2000 ipth test results. The instrument is performing within specifications.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system evaluation. Analysis of the system by the fse indicates that there are no known system issues contributing to the discordant low immulite 2000 ipth test results. The instrument is performing within specifications.